Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up when post-paced t-wave oversensing was noted on the ventricular channel. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.